Manufacturer narrative:
Analysis found that there was residue consistent with biological contaminants on the device. There was no damage to the wires or connectors. There were no anomalies in the construction of the device. The resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.0 ohms, red with clear band = 3.1 ohms, blue = 3.0 ohm, and blue with clear band = 3.0 ohms. All readings are within specification. There were no shorts between circuits and no intermittent behavior while manipulating connections. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the mainframe, interface, and endotracheal tube were noisy during the procedure. There was no patient impact. Refer to manufacturer regulatory report # 1045254-2018-00398.